Manufacturer narrative:
Insulin pump received with no express bolus button response due to unlocked j2/lcd keypad connector. No cosmetic damage.

Event description:
Customer reported that the b button on her insulin pump was unresponsive. The customer was unable to unlock the insulin pump due to an unresponsive button. Customer's current blood glucose reading is 130 mg/dl. No further information reported.